Event description:
It was reported that a patient implanted with an implantable pulse generator collapsed during a field trip and was pronounced deceased. It was also noted that the ipg reached elective replacement indicator (eri) approximately 22 days prior to the death. The death was reported as sudden and the cause of death is reported as unknown. The patient died approximately seven years post implant of the ipg.

Event description:
It was reported that a patient implanted with an implantable pulse generator collapsed during a field trip and was pronounced deceased. It was also noted that the ipg reached elective replacement indicator (eri) 22 days prior to the death. The death was reported as sudden and the cause of death is reported as unknown. The patient died approximately seven years post implant of the ipg.

Manufacturer narrative:
Product event summary: (B)(4) - the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device associated with this adverse outcome were returned and the patient was reported as being deceased with no cause of death. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. No further information has been obtained at this time that could or would disassociate the death from the device system and/or the death. Therefore this event will be processed with the information at hand and will be captured as a medical/death on incoming information. (B)(4).

Manufacturer narrative:
The report indicated that it was undecided if the device was suspected in relationship to the death.

Event description:
It was reported that a patient implanted with an implantable pulse generator collapsed during a field trip and was pronounced deceased. It was also noted that the ipg reached elective replacement indicator (eri) two days prior to the death. The death was reported as sudden and the cause of death is reported as unknown. The patient died approximately seven years post implant of the ipg.

Manufacturer narrative:
At this time, no additional information is available and the attempt for additional information through follow up from the local geography was unsuccessful. The cause of death was reported as unknown and remains as unknown. However, if requested additional information is subsequently received it would be processed and considered accordingly.

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.